Event description:
It has been reported that the basket of an ncircle tipless stone extractor experienced resistance when opening and closing, and the handle became detached from the device during a transurethral urinary stone removal procedure within the renal pelvis and calyces. The device was able to capture several stones, and there was no issue during the initial few attempts. While continuing to use the device, resistance was encountered when attempting to open and close the device. The device was then checked outside of the body by the user and could not be opened or closed. The user ¿forcibly operated the handle¿, and the basket became detached from the device. There were no parts that separated or detached inside the patient. The procedure was completed using another ncircle tipless stone extractor from the hospital¿s inventory while the patient was under anesthesia. The patient did not require a separate procedure. The device was inspected prior to use in an uncoiled position and functioned properly. Another manufacturer's 3.6 fr size scope was used with the device; however, no laser was used. There were no anatomical factors impeding device function. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: (B)(6). G4 - PMA/510(k) # exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.